Manufacturer narrative:
The insulin pump alarmed motor error during the rewind due to motor encoder signal out of phase. Unable to perform displacement test, verify a35 alarms or history anomaly due to motor error alarms. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motion sensor test failure alarm. The blood glucose at the time of the incident was 151 mg/dl. Troubleshooting was performed. The device was returned for analysis.